Event description:
It was reported that pump experienced malfunction alarm with code displayed and customer reset pump prior to contacting support. There was no adverse impact to the customer's blood glucose level. Customer successfully reset pump, malfunction did not recur after reset, and technical support advised customer to continue using pump and to call back if malfunction alarm occurred again, which customer acknowledged and understood.